Event description:
A customer contacted beckman coulter (bec) reporting that the unicel dxc 600 pro synchron chemistry analyzer generated false high sodium (na) results for two (2) patients generated on two different days ((B)(6) 2013). This report documents the results obtained on (B)(6) 2013 for one (1) patient sample. The erroneous result was not reported out of the laboratory. The sample was rerun and recovered a lower result. The customer recalibrated the unit and reran the sample a third time and recovered a result similar to the first rerun. It is unknown which rerun result was reported out of the laboratory. Patient demographics (age, date of birth, gender, and weight) were not provided by the customer. There were no reports of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
Quality control (qc) was run prior to and after the event and recovered within specifications. Na qc prior to each event was within laboratory established ranges. The samples are collected in bd serum separator tubes and centrifuged at 3200 rpm for 10 minutes. The samples are stored at room temperature. A bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the instrument. The fse inspected the instrument, but did not find anything obviously wrong with the system. The fse performed a decontamination, replaced both na electrodes, carbon bridge, modular chemistry (mc) sample probe, and wash collar. The fse performed performance testing on the unit which passed. The fse returned on (B)(4) 2013, per the customer request regarding "ion selective electrode (ise) fluctuating" errors, and tightened valves on the side of the ratio pump to prevent bubbles in lines 25 and 27. The fse also incidentally replaced the calcium (calc) electrode tip. The fse verified instrument performance. Failure mode is unknown. Multiple parts were replaced and actions taken, any of which could have caused or contributed to the event. MDR 2050012-2013-00667 is associated with this event and documents the similar event that occurred on (B)(6) 2013.